Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that this patient was brought in for a vt ablation with stereotaxis. During the procedure, the patient experienced multiple vt episodes and external defibrillation was applied. Each time the patient was successfully converted. Upon interrogation the device was found in backup vvi. The software code was downloaded successfully.